Manufacturer narrative:
Additional information was received that right transfemoral access was used during the procedure with the inline sheath. No resistance was noted during advancement of the delivery catheter system (dcs). The dissection was noted in the right-sided access vessel during the procedure before closure. The physician reported that the dissection was not caused by the dcs but rather was caused during difficult access due to severe calcification. The stent graft was placed before percutaneous transluminal angioplasty (pta) was performed to secure the access route after three bare stents were inserted. The minimum access vessel diameter was 5.8 mm. The right common iliac artery was reported to be tortuous and calcified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection was noted in the distal part of the access vessel and was repaired with a stent graft. No further associated adverse patient effects were reported.